Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of no audible alarm tones. During routine preventative maintenance testing by the user facility's biomedical engineer, the device did not audibly alarm on the low volume setting; however, the device did produce an audible alarm while on the high volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.